Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm on (B)(6) 2022. The cgm was displaying a sensor error over an hour. During this time, the patient's husband took a blood glucose reading and it was 25 mg/dl. Initially the patient did not have any hypoglycemic symptoms, but then she became unresponsive and her husband took her to the hospital where she was treated with glucose. The patient recovered and was discharged after 2 to 3 hours. At the time of the report, the patient was feeling well. A review of performance data shows that the patient's low alert threshold was set to 60 mg/dl with the no readings alert disabled. The patient experienced a period of prolonged sensor error starting from 11:39 pm on (B)(6) 2022 and ending at 2:14 am on (B)(6) 2022, after which the patient's sensor failed. Because the patient's no readings alert was disabled, she did not receive an alert for sensor error during this time. The last estimated glucose value received prior to the sensor error was a value of 94 mg/dl at 11:34 pm. The reported complaint of sensor error was confirmed and the probable cause was determined to be sensor noise. The probable cause of the hypoglycemic event was determined to be use error as the patient's no readings alert was disabled. No additional patient or event information is available.